Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced an abnormal image color issue. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The reported event was reproduced during service inspection. Based on the results of the investigation, it is likely the following led to the malfunction: malfunction of the insertion part. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle was interrupted and weakened slightly, this event is caused by a component failure of the lg bundle. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video scope exhibited failure of the light guide bundle, light guide bundle was interrupted and weakened slightly and a malfunction of the insertion part. There was no patient involvement.